Event description:
On (B)(6) 2010, at approx 1:30 p.m., resident was being transferred from the bed to the chair via mechanical lift by 2 c.n.a.s. While transferring, one c.n.a. Was guiding the resident's legs and the other pulled the lift from under the bed and expanded the legs of the lift. One c.n.a. Bent down to move a cord that was preventing the lift from moving. When she did, the cna said she heard a snap and the left leg loop came off the hook. The resident began to slide out of the sling and the c.n.a. Tried to break his landing as he slid onto the floor.